Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l52356, implanted: (B)(6) 1998, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative in regards to a patient who was being treated with baclofen 2000 mcg/ml (698.9 mcg/day) intrathecal therapy via an implanted pump. The type of baclofen and the lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity and cerebral palsy. The patient's medical history, and concomitant medications were unknown. They were doing a pump replacement and when the physician opened up the pocket, the connector onto the catheter access port (cap) was cut or torn at some point and the remaining segment of the catheter could not be located in the pocket. The patient¿s catheter had a tear/hole/fracture that was confirmed. They could see it coming around the patient¿s side with an x-ray but did not know where the end was or how long it has been disconnected. The physician was trying to access the back and reconnect the catheter if it was patent. No symptoms were initially reported. The event date was (B)(6) 2015. On (B)(6) 2015, the manufacturer representative reported the physician replaced the patient¿s pump but did not feel comfortable inserting a new catheter or revising the current catheter. They were unable to find the proximal end of the spinal segment that had been tunneled. The portion of the catheter was visible under x-ray, but the physician was unable to locate it through the pump pocket. The pump was implanted with baclofen 2000 mcg/ml, infusing at minimum rate, 12 mcg/day. The patient would be referred for a catheter revision or implant. Once the case was over, the physician spoke to the patient¿s caregivers who stated they had noted some return in spasticity approximately 1 to 1.5 months ago. The patient was not currently receiving effective therapy from the pump. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
This pump was subjected to oi CAPA testing. The pump logs were free from any anomalies; therefore not requiring this pump to be put through full destructive analysis as per lab process. Analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump over infusion ¿undetermined root cause. The pump memory logs show no anomalies. During testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Analysis of the catheter revealed catheter broken